Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of upstream occlusion through the history log, but could not reproduce it during evaluation. Evaluation found that the ultrasonic sensor readings were below specification, caused by a failed upstream sensor. Low ultrasonic sensor readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.